Event description:
It was reported that: "during a recent use of the broken screw removal kit, the tip of the 2.5mm left-turn conical extractor (ref. (B)(4) broke off." (B)(6) 2024 - additional information received: breakage during surgery. Procedure completed with decision to leave screw body in bone without screw head previously removed by (B)(6). No patient impact, no consequences for the patient as the prominent (and painful) screw head could be removed. No delay, quick decision to leave the screw body in the bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "during a recent use of the broken screw removal kit, the tip of the 2.5mm left-turn conical extractor (ref. (B)(4)) broke off." 11/18/2024 - additional information received: breakage during surgery. Procedure completed with decision to leave screw body in bone without screw head previously removed by milling. No patient impact, no consequences for the patient as the prominent (and painful) screw head could be removed. No delay, quick decision to leave the screw body in the bone.